Event description:
On (B)(6) 2015, the customer reported receiving error message "2296" (wash probe 1 failure), on one of their aia-1800 instrument(s). The customer requested service at the time of the call. No further information was provided by the customer. This event is being reported as the customer was unable to run samples which caused a delay in reporting patient samples for bhcg, pth and afp assays. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device by manufacturer: on 07may2015, a field service engineer (fse) followed up with the customer to address the reported event. The fse instructed the customer to inspect the instrument for kinked tubing and the customer confirmed to have found wash probe 1 tubing kinked. The customer reported after the kinked tubing was rearranged there were no more issues or error messages showing on the instrument. No further intervention was required by the tosoh fse. A 13-month complaint history review for serial number (B)(4) was conducted from 06-apr-2014 through 06-may-2015 for similar complaints. There were three (3) similar events found and which were all addressed. The aia-1800 operator's manual was reviewed and found to clearly address operation, calibration, maintenance, and error message causes and solutions pertaining to the aia-1800 system. Further, the manual advises the user that when receiving error code "2296" (wash probe 1 failure), this is an indication of air not being completely flushed from the wash solution and the flush has failed. In addition, the manual instructs the user to press the reagent/tips key and check inside for possible causes of the malfunction (e.g. Kinked or clogged tubing etc.). The probable cause of the event was related to the wash probe assembly. Corrected data: original MDR# 3005529799-2018-01004 (supplemental to 3005529799-2018-01004) this MDR contains the correct information as reflected in this submission; however, by mistake an MDR was submitted for a separate event with the same number 3005529799-2018-01004. New MDR number 3005529799-2018-04172 was filed for that separate event.

Manufacturer narrative:
On (B)(6) 2015, a field service engineer (fse) followed up with the customer to address the reported event. The fse instructed the customer to inspect the instrument for kinked tubing and the customer confirmed to have found wash probe 1 tubing kinked. The customer reported after the kinked tubing was rearranged there were no more issues or error messages showing on the instrument. No further intervention was required by the tosoh fse. A 13-month complaint history review for serial number (B)(4) was conducted from 06-apr-2014 through 06-may-2015 for similar complaints. There were three (3) similar events found and which were all addressed. The aia-1800 operator's manual was reviewed and found to clearly address operation, calibration, maintenance, and error message causes and solutions pertaining to the aia-1800 system. Further, the manual advises the user that when receiving error code "2296" (wash probe 1 failure), this is an indication of air not being completely flushed from the wash solution and the flush has failed. In addition, the manual instructs the user to press the reagent/tips key and check inside for possible causes of the malfunction (e.g. Kinked or clogged tubing etc.). The probable cause of the event was related to the wash probe assembly. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. This report is being submitted due to a retrospective review under CAPA (B)(4).

Event description:
On (B)(6) 2015, the customer reported receiving error message "2296" (wash probe 1 failure), on one of their aia-1800 instrument(s). The customer requested service at the time of the call. No further information was provided by the customer. This event is being reported as the customer was unable to run samples which caused a delay in reporting patient samples for bhcg, pth and afp assays. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.